Event description:
This is an adverse event recorded on a case report form as part of the (B)(6) patient registry. The pt was prospectively enrolled with 14 cm non-dysplastic barrett's esophagus. Two weeks after an ablation procedure, the pt developed a stricture which was subsequently dilated and resolved. Per the physician, the severity of this event was moderate, the relationship of the event to the device procedure was definite and there was no device malfunction.

Manufacturer narrative:
The site did not return any devices; therefore, no device evaluation could be performed. If additional info pertinent to this event is obtained, a follow-up report will be submitted. (B)(4).